Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Additional information received from the field representative indicated that a low out of range pacing impedance measurement was noted during a device interrogation. The cause of the out of range impedance measurement was not determined. The physician will continue to monitor this patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.